Event description:
It was reported that the dermatome was not performing at full power; lacking power which reduced under load. The event occurred during surgery, and there was no harm and no delay. No additional skin graft required. The device was tested with a second power supply and malfunctioned with both. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor, switch, and bearings failed. The motor, switch, and various bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.